Manufacturer narrative:
Device investigation is ongoing. A follow-up report will be filed once the investigation is complete.

Event description:
It was reported that a patient was taken to the user facility for a cranial emergency surgery. The surgeon tried using two stryker sumex drills with two long saber angled attachments. Both the devices had a loss of function. Due to this issue, the patient was transferred to another hospital. During transit, the patient died. This event involves two stryker sumex drills and stryker saber attachments. MDR # 1811755-2011-4158 references one stryker sumex drill ((B)(4)) and one stryker saber attachment (lot # 08322), whereas MDR # 1811755-2011-4157 which was filed on (B)(4) 2011 references the other stryker sumex drill ((B)(4)) and stryker saber attachment (lot # 08315).